Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy ¿other"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine") and nausea ("other injuries/symptoms: nausea") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on 18-mar-2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, hypersensitivity, fatigue, alopecia, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6)2009. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia. Insertion details-there were 3-4 coils noted from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: cervix showing acute and chronic cervicitis with squamous metaplasia. Proliferative type endometrium. Focal adenomyosis. Uterine serosal adhesions, focally associated with endometriosis. Portions of unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-lot number were added. New reporter, lab data, medical history, insertion details, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy ¿other"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine") and nausea ("other injuries/symptoms: nausea") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, hypersensitivity, fatigue, alopecia, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2008 and (B)(6) 2009. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia. Insertion details-there were 3-4 coils noted from each ostia diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: cervix showing acute and chronic cervicitis with squamous metaplasia. Proliferative type endometrium. Focal adenomyosis. Uterine serosal adhesions, focally associated with endometriosis. Portions of unremarkable bilateral fallopian tubes. Lot number: 654834 manufacture date: 2009-07 expiration date: 2012-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy ¿other"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine") and nausea ("other injuries/symptoms: nausea") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, fatigue, alopecia, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2009. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, allergy, fatigue, hair loss, migraine, nausea, weight loss. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. On 17-sep-2019: no new clinical information. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.